Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the affiliate that when they went to fire the tl60 instrument, no staples fired. It was the first time the instrument was used. Another instrument was used to complete the case. There was no consequence to the pt.